Event description:
Patient later reported "more leakage in the lymph" and "silicone in lymph nodes."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported right side scan due to having lumps under my armpits and a rash on the right breast which has also been encapsulated for at least 5-6 years. This scan has led the consultant to believe they have ruptured also.", ¿hardening¿, ¿grade 2/3 capsular contracture¿, ¿tenderness in the right under arm¿ and ¿numeral folds seen inferior breast¿. Ultrasound performed. Device remains implanted.